Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset and false counters at end of service (eos). It was further reported the icm cardiac compass contained invalid data. The icm remains in use. No patient complications have been reported as a result of this event.